Event description:
It was reported that the user interface screen broke off the ventilator. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The reported break could be confirmed by evaluation of a returned photograph and by the information provided by our field service engineer (fse). According to the fse, the panel holder broke due to misuse of the device. After the replacement of the panel holder, the ventilator passed all the safety tests and it went back to service. The broken panel holder implies that the panel unit has been exposed to a mechanical force that is above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15 g, pulse duration 6 ms, and total number of 1000 impacts. The root cause has been established to be misuse of the device.

Event description:
(B)(4).